Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic low anterior resection procedure, the outer row of staples were straight. They were not formed at all. Sutures were used to complete the anastomosis.